Event description:
In 2009, the patient's clavicle fractured and a plate was implanted. The following month, the patient complained of loose material near fracture. The set screw head broke and is loose inside the patient.